Event description:
It was reported that during a rectum resection procedure, the head could not be connected with the instrument. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.